Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s batteries becoming fully depleted was confirmed via the provided log file. The log file captured a no external power alarm on (B)(6) 2025 at 22:31:13 due to both 14-volt batteries becoming fully depleted after extended use. The backup battery supported the system for the next two hours until also becoming fully depleted; then, the patient¿s pump stopped on (B)(6) 2025 at 00:03:34. The controller fully shut down a few minutes later, and the pump was off for an unknown amount of time. Due to the full battery depletion, the controller would not have been alarming after shutting down. When the controller was powered back on, its clock had reset due to the full battery depletion, and it was not connected to a pump at that time. The system controller (serial number: (B)(6) was not returned for analysis. It is unknown if the patient was in a condition to respond to controller alarms leading up to the pump stop and clock reset. There were no device issues identified during evaluation of the log files and the reported event cannot be correlated to a device related issue. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to check the charge of their batteries via its fuel gauge button. Users are instructed to always check the battery¿s charge before putting it into use and to always use fully charged batteries. Heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the low voltage/power cable disconnect and no external power alarms. Users are instructed to reconnect their power cables to either wall power or fully charged batteries to resolve the alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found deceased on (B)(6) 2025 at their home. The batteries were completely depleted, and the pump was off. Log files were submitted for review and captured low power advisories beginning at 9:16 pm on (B)(6) 2025, with the batteries being completely depleted by 10:31 when no external power alarms began. The ebb was then depleted at 12:03 am on (B)(6) 2025 which caused the system controller and pump to shut off. This was indicative that the patient may have been sleeping on batteries as noted by the clinic.